Event description:
It was reported that this right ventricular (rv) lead triggered lead safety switch (lss) due to pacing impedance high out of range over 2000 ohms. The field representative also noted noisy signals. Technical services (ts) recommended further system evaluation. This rv lead remains in service. No additional adverse patient effects were reported.